Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having keypad problems with his insulin pump. She stated that the insulin pump wrongly went into threshold suspend and she was unable to do anything about it. She also reported that the buttons on the insulin pump are not responding. The blood glucose value was 105 mg/dl. The customer was advised to discontinue the insulin pump and revert to a backup plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with all buttons responding properly. No button anomalies noted. Unable to prime during prime test due to faulty force sensor. The insulin pump received with cracked case at display window corners. The insulin pump received with minor scratches on lcd window.